Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Customer states that the actuator is making a clicking sound and not working properly.